Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 2.5x31mm, 80% stenosed, progressive target lesion was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x32mm balloon and the 2.5x28mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 2.5x28mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage and stent movement.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. Struts on the most distal row were raised proximally. The stent had moved distally on the balloon with the distal edge of the stent resting on the distal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Several kinks were identified in the inner and outer lumens. This type of damage could be caused by excessive force being applied during guidewire removal. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, complaint report states that the lesion was severely tortuous. Heavily tortuous lesions are contraindicated in the dfu. (B)(4).